Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was noted that the valve would not stay at the intended depth of 3 millimeters (mm) while attached to the delivery catheter system (dcs). Subsequently, it was attempted to deploy the valve at 5-6 mm, however the valve remained unable to stay at the target implant depth. Ultimately, 5 unsuccessful deployment attempts were made before withdrawal of the system. Subsequently, a non-medtronic valve was used to complete the procedure. It was noted that a 20 minute procedural delay occurred as a result.